Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements ranging from 1600 to 1800 ohms, which were high within normal limits. It was also noted that the capture threshold increased to 1.6v. Fluoroscopy was performed which showed possible damage to the lead due to clavicular crush. A lead revision was performed because this patient was pacing dependent where this lead was surgically abandoned and replaced with a new rv lead. It was noted that during the procedure the patient's vessel was occluded so the whole pacemaker system had to be surgically abandoned and replaced on the patient's right side. No additional adverse patient effects were reported.